Event description:
Per the clinic, the device was explanted due to unspecified reason (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2026. Additional information has been requested but it has not been made available as of the date of this report.